Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the drive support disk was inspected and was found slightly loose. The insulin pump was received with a cracked case at the display window corners and reservoir tube, minor scratches on the display window and broken battery tube threads.

Event description:
It was reported that insulin was squirting out when the customer was performing manual priming on the insulin pump. The customer's blood glucose was 220 mg/dl. The drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.